Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to deliver therapy, if it were needed. The patient associated with the event was not harmed.

Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue and performed some unrelated repairs. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to deliver therapy, if it were needed. The patient associated with the event was not harmed.